Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that an unspecified number of (B)(6) patients allegedly received the following results with an inform meter, compared to a lab result, within 10 minutes: 40 mg/dl (inform) and 24 mg/dl (lab) 27 mg/dl (inform) and 16 mg/dl (lab) 27 mg/dl (inform) and 13 mg/dl (lab) 32 mg/dl (inform) and 15 mg/dl (lab) 36 mg/dl (inform) and 27 mg/dl (lab) 31 mg/dl (inform) and 7 mg/dl (lab) 31 mg/dl (inform) and 24 mg/dl (lab) sets of readings were taken at different times and days. No information was provided regarding treatment. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.